Manufacturer narrative:
No consequences or impact to the patient. Advance, failure to a visual examination of the returned device revealed a kink in the shaft. When a guidewire was inserted through the device, some resistance was noted at the location of the kink in the shaft. It was possible to pass the guidewire past the kinked area of the device. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot.

Event description:
It was reported to boston scientific corporation in 2008, that a wallstent endoprosthesis endoscopic biliary was used for a stent implantation procedure (patient age, gender and weight unknown) the same day. According to the complainant, the stent could not be advanced over the guidewire due to wire lumen restriction. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".